Manufacturer narrative:
The vitrectomy probes will be sent for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt harm/injury" (no consequences or impact to pt). Product problem(s): "probe would not aspirate" (aspiration issue); "poor actuation" (failure to cut). The surgeon reported poor actuation and the vitrectomy probe would not aspirate. One pt was involved, but two vitrectomy probes are returning for evaluation. No pt injury was reported.